Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim for about a month. The reporter stated that there was no evidence of moisture or corrosion in the pump and customer was able to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/10/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 05/01/2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory functions. Unrelated to the display issue, the battery compartment was found to have cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.